Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: 8015 sn: (B)(4) customer stated that he previously sent the unit to use for repair and the 8015 returned back to him with the same problem he sent the unit in for. I explain to the customer that he may need to re-flash his 8015. The customer stated that he did re-flash the unit and it's still given the same error code. I explain to the customer that he needed to replace the logic board. The customer said ok, that he will just send the 8015 back for repair failure device type: failure problem type: failure mode: case resolution: I explain to the customer that he needed to replace the logic board. The customer said ok, that he will just send the 8015 back for repair.